Event description:
It was reported that post op of a colon procedure on (B)(6) 2013 the patient was returned to the or on (B)(6) 2013 for unknown reasons. The surgeon discovered that the patient had a leak at the staple line. It is unknown how the surgeon discovered this issue or what the outcome was. The surgeon will not share any of the case information with the rep. They discarded the devices used in the procedure. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4).